Manufacturer narrative:
Internal file number - (B)(4). Device return status: visual and functional inspections were performed on the returned device. The inflation issue and rupture were not confirmed as the correct device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue and rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the non-tortuous proximal superficial femoral artery (sfa). A 7.0mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) was unpackaged without difficulty (no difficulty removing balloon sheath) and was prepped without issue per the instructions for use (soaked and air aspirated outside of patient anatomy). The armada 35 bdc was then advanced to the lesion without resistance. During inflation, the balloon inflated to 5 atmospheres when it would no longer inflate; the pressure gauge of the inflation device was then observed to be decreasing. The balloon was deflated without difficulty and was withdrawn without resistance. Upon withdraw, a pinhole was noted in the distal balloon area. There were no adverse patient effects and no occurrence of a clinically significant delay. Another unspecified balloon was used to complete dilatation. No additional information was provided.